Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a bolus remote connector issue and that the air sensor would not detect air quick enough. There was no patient involvement, no patient injury was reported.